Event description:
It was reported to philips that the device's selector switch was defective. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. There was no report of patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed, and the cause was traced to a faulty (B)(4) selector switch. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the selector switch. The customer ordered a replacement optical switch kit to return the device to working condition. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.